Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the optic got cracked after implanting the iol (intraocular lens). The surgery was completed without product replacement. The lens remained in the patients eye.

Manufacturer narrative:
Ten opened handpiece injectors were returned for evaluation for the report of iol (intraocular lens) was cracked during loading. A visual inspection of each of the handpiece injectors was performed. Seven samples were found to be conforming and three samples were found to be non-conforming with white foreign material observed on the plunger tip. A dimensional plunger position height check was performed on all ten samples. Eight samples were found to be conforming and two samples were found to be non-conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming for all ten returned samples. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injector was manufactured in july 2021. The evaluation indicates that two of the returned samples have non-conforming plunger heights, which could result in a cracked lens. The evaluation did not confirm any functional failures in the other eight samples. The root cause for the non-conforming plunger heights is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 1 year. Per the amended report description the customer states that non company ophthalmic viscosurgical device (ovd) was used during the surgery. The provided clinical review indicates that non company ovd is not qualified to be used for implanting the reported iol model, which is a possible root cease of the reported issue. The evaluation also indicated that there was white foreign material on the plunger tip of three of the returned samples. The exact root cause of the material cannot be determined and a root cause cannot be identified. A possible root cause is use during surgery. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).